Event description:
--

Manufacturer narrative:
Information suggests these two products remain in-service. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later confirmed that this lead was surgically abandoned. The device remains in-service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected and rapid linear increase in pacing impedances over the past two months from 700 ohms to approximately 1110 ohms on this right ventricular (rv) lead. Also, shock lead impedances were approximately 85 ohms but for the past few months multiple measurements have been greater than 125 ohms. No noise was present and noise could not be produced with isometrics. No adverse patient effects were reported. The physician was to revise the lead.